Manufacturer narrative:
Submit date: 05/25/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer, nurse, reported that she received shock from the enteral feeding pump when detaching it from the pole and unplugging it from the wall. The shock was felt through the nurse's middle finger. There was no required medical intervention as a result of the shock. The nurse was changing the pump as she noticed in increase in the pump's feed rate. The pump was checked by the hospital's biomed and there was no fault found.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of kangaroo epump was performed for the reported condition of; the nurse noticed that the pump¿s feed rate increase. When she went to unplug the unit from the wall a shock was felt through the nurse¿s middle finger. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. The hospital¿s biomed evaluated the unit and no fault was found. Kangaroo epump was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications.